Event description:
Physician used a 1.1 gomco lot number 2019061801 to perform a circumcision. The gomco itself removed the foreskin and the provider did not have to use a scalpel to remove it. This is not an intended action of the gomco itself. FDA safety report ID# (B)(4).